Event description:
The facility had reported an infusion pump with a failure code 807:01. The facility representative stated they have no record of any pt incident involving the pump since the last baxter service event. Although info was requested by baxter, no info was available regarding the date this report occurred, the medication involved, pump programming and set-up info, specific pt info, tubing product code and lot number in use.